Event description:
During an initial implant procedure while positioning the right ventricular (rv) lead, it was noted the helix was already extended slightly. The rv lead was explanted and the helix was tested and the helix was unable to extend. A new rv lead was implanted to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received a complete lead was returned in one piece. Visual examination found the helix retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted when torque applied to the connector pin. The full helix extension length was measured within specifications. The cause of the reported event was isolated to the blood/tissue clogging the helix.